Event description:
It was reported that the customer received a failed self-test alarm. Her blood glucose level was 150 mg/dl. She had issues with the meter and was not able to download her insulin pump. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and was monitored for five days with no alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.